Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient reported a por (power on reset) code warning screen was seen a week ago. Patient services reviewed the meaning of the code, that therapy had turned off and reset to shipping parameters. The patient reported they had emi exposure when they had a shoulder replacement surgery in 2017. Patient reports her bladder is terrible, she has been battling it for a about a year, therapy is not working, she is wearing pads and depends and was wet all the time. Patient reports they changed programming and it helped a little, and then stopped helping. Patient states she called the manufacturer¿s representative yesterday and left a voicemail but she hadn't heard back from the rep yet. The patient also reported she fell twice in the last 6 months. No further complications were reported or are anticipated.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient was seen on (B)(6) 2018, the cause of the por (power on reset) was reported by patient to be due to the battery was bad. Surgery was scheduled for (B)(6) 2018. The patient reported the surgery was unsuccessful. The doctors were unable to explant the device or unable to add new leads. No further information was provided.

Manufacturer narrative:
Continuation of: product ID 3889-28 lot# va1015y serial# implanted: explanted: product type lead eval code method 4114, eval code-result 3221, and eval code-conclusion 67 apply to interstim and lead (lot#va1015y). Device codes c62973 applies to lead (lot# va1015y) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked to clarify the event, the rep said the battery was depleted; this was also the cause of the power on reset (por) message. The implantable neurostimulator (ins) was removed, but the lead is partially implanted as it broke off during the explant. When asked to explain what happened in surgery and the fact that the patient said surgery "was unsuccessful. The doctors were unable to explant the device or unable to add new leads ," the rep said the healthcare provider (hcp) attempted to remove the lead but it broke off during explant. When asked why the surgery was unsuccessful, the hcp couldn't successfully place another lead as the previous leads were broken off in s3. When asked if the hcp intentionally left the product implanted, or why the product was abandoned, the rep said the hcp attempted to remove the lead, but failed because it broke. No further actions are planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked what is the return status of the ins and lead segment that was explanted, the rep said it will not be returned as the hcp did not see any reason to return the device because the ins was completely depleted the lead broke off. No further patient complications have been reported as a result of this event.